Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was showing a therapy cable failure, the issue persisted with a known good therapy cable. There was no report of patient involvement.